Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced shocking sensation and discomfort at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced. The ipg replacement did not resolve the issue and additional intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced (manufacturer report number 1627487-2024-07321).